Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, edema, visibility/palpability.

Event description:
Patient reported left side "swelling, hard, and pain." The patient later reported capsular contracture baker grade iii. The device has been explanted and replaced with a non-allergan device.